Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report

Event description:
The customer alleges that the circuit melted. The rt reports that he was trying to put the patient back bipap, and found the phillips v60 in standby mode. The circuit was disconnected from the front of the v60 and reconnected and started ventilation. The v60 alarmed immediately with a non-ventilation alarm message. The rt discovered the melted circuit with a hole in it. The circuit was replaced without issue. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the melted portion of the expiratory tube was immediately identified approximately 2 feet below the patient (wye) end of the limb. The resistance of the heated wires was measured and was found to be within specification. A closer examination of the exposed heated wires does not reveal any overheating that would cause color change in the insulation and no insulation charring present. A significant length of one of the heated wire strands is exposed (outside of the tube). This "exposed" wire is gathered, or bunched, which would suggest that it was gathered or bunched in tubing. Further visual examination of the tubing reveals that one strand of the heated wires has been pulled down from the ventilator side of the circuit. This condition is supported by the fact that a portion of one strand is exposed. It should also be noted that a small series of what appears to be heat "blisters" follows the exposed wire moving toward the ventilator end of the circuit. Other remarks: the IFU for this product was reviewed as a part of this complaint investigation. The IFU warns the end user, "when using heated-wire ventilator circuits, be sure that the electrical requirements of the circuit and the heated humidifier are compatible. Incompatibility may result in melting of corrugated tubing or hated-wire element". The IFU also instructs the user, "do not milk or stretch tubing to remove condensation. Wire damage or circuit malfunction may occur". IFU also states, "do not place tubing directly on patient's skin.", and, "do not cover tubing with sheets, blankets, towels, clothing, or other materials". The reported complaint of a melted circuit was confirmed based upon the sample received. The returned circuit was confirmed as being melted with an exposed, bunched (gathered) heater wire as a result of improper maintenance during use. A DHR review could not be performed as no lot number was provided. The defect was discovered during patient use. Therefore, based upon the damage observed on the returned sample and the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the circuit melted. The rt reports that he was trying to put the patient back bipap, and found the phillips v60 in standby mode. The circuit was disconnected from the front of the v60 and reconnected and started ventilation. The v60 alarmed immediately with a non-ventilation alarm message. The rt discovered the melted circuit with a hole in it. The circuit was replaced without issue. No patient harm reported.